Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 1 year after implant placement. The bone quality was type iii. The oral hygiene around implant site was good. The doctor noted osseointegration failure was observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.